Event description:
While attempting to insert arterial line in a critically ill patient, the doctor tried to gently advance the wire and met resistance. The doctor then tried to pull the wire back out and also met resistance. The only option was to remove the wire and the needle together. When the entire apparatus was removed from the patient, the doctor found that the wire had actually started to split into 2 threads. The entire kit had to be discarded.